Manufacturer narrative:
Corrected data: d6b - date of explant: corrected the date of explant from (B)(6) 2024 to (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. As a result, surgical intervention took place on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: d6b - date of explant: corrected explant date from (B)(6) 2024.